Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: three curved openings and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified three curved openings striated, nicks striated and wear abrasion. Based on the device analysis the final assessment is: three openings striated in the side anterior assessed as surgical damage. Nicks striated assessed as surgical tool scratch like.

Event description:
Healthcare professional reported left side infection. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, g1, h6

Event description:
Healthcare professional reported "had implant exposure." Further reported was "infection likely secondary to previous radiation" which has been deemed not related to the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported left side infection. The device has been explanted.